Event description:
It was reported that suture placement was successful in the left common femoral artery using the perclose technique prior to an abdominal aortic aneurysm repair using two proglide devices. The arteriotomy was 18 fr and the vessel was not calcified. The 18 fr sheath was also used to perform the abdominal aortic aneurysm (aaa) procedure. Reportedly, after completion of the aaa procedure vessel closure was attempted; however, the sutures could not stop the pulsatile bleeding. A third proglide was attempted; however, after deployment the device could not be removed. The lever was returned to its original position; and the device was removed using force. Upon removal, it was noticed that the foot was broken and did not retract within the device. It is believed that when the lever was returned to its original position the foot might have caught some soft tissue. A cut down was performed and hemostasis was achieved surgically. The vessel closure procedure was indicated to have been done in approximately 30 minutes and no foot piece was found in the patient, it is believed the foot was still in one piece in the device. The patient did not experience any adverse sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Per the instructions for use, the proglide device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients that have undergone diagnostic or interventional catheterization procedures using 5 f to 8 f sheaths. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the reported event and associated patient effects could not be determined; however, the sutures being deployed in an 18f size arteriotomy may have been a contributing factor. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency. The other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.